Event description:
It was reported that the lead was explanted and replaced due to oversensing noise and an insulation anomaly. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient previously received inappropriate shocks.

Manufacturer narrative:
Study

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 20.8cm was returned for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.